Event description:
It was reported that one of the tubing from the device was missing. There was a delay of 30 minutes as a backup device was used to complete the procedure. There was no medical intervention required.

Manufacturer narrative:
Device investigation revealed that a component of the irrigation system was broken.